Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the patient was instructed to make an appointment with her hcp and to notify the rep when this appointment is. The patient has not provided follow up information regarding her contact with her hcp. The patient plans to follow up with her hcp to discuss replacement of the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). It was reported that they met with a patient (pt) today who had been having some issues with therapy since about a month ago. The patient told the rep they had a cardioversion procedure about a month ago (therapy had been turned off for cardiov ersion) and then when the patient went to turn therapy back on and resume therapy, they could not resume therapy. The patient could charge the ins (even though charging too longer, in excess of 2 hours), but therapy never returned. The rep tried to connect with the tablet today, the connecting to device screen would advance to 99 and then the rep saw "therapy turned off: the neurostimulator cannot provide requested therapy and turned off because stimulation settings were too high" with the only option being to return amplitudes to 0. When the rep pressed "amplitudes to 0" button, they got system error 0x1775eca4. Technical services (tss) had the rep reset neurostimulator two times. Issue persisted with no change in presentation. The rep then used the patient's handset to connect to ins. Handset connected successfully, but when the rep tried to turn on therapy, the rep saw servicecode: 323. Tss explained that the issue was potentially due to the cardioversion and redirected them to the healthcare provider (hcp) for next steps.